Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor displayed a "system computer needs service" message. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The user turned the monitor off and message disappeared when turned back on. Investigation in process, but not yet complete.